Event description:
Bausch & lomb renu with moistureloc multi-purpose solutin - purchased for 1st time last may/june (prior to that, used "complete"). Began having serious eye trouble; assumed it was allergies. Had stinging and redness, severe light sensitivity, swollen lids that peeled, blurred vision, extreme difficulty in driving, working, functioning in general. Began seeing doctors in oct 2005; misdiagnosed with pink-eye and took drops, but did not help. Went back. Got tested for immune deficiencies - negative. Went back. Got tested for immune deficiencies - negative. Went to ophthamologist #1 several times, did testing, applied drops and ointments - did not help. No diagnosis. Went to ophthamologist. #2, did testing, no diagnosis. Went to ophthamologist #3 in december, did more testing, all tests returned negative. No diagnosis, other than the thought that I just may not be able to wear contact lenses anymore. I have been in glasses since december. Each "episode" lasted approx 1 wk to 10 days. I now have many scars on both corneas. Solution used: bausch and lomb renu with moistureloc multi-purpose solution, lot gg5042 - expires 2007-07 lens type: acuvue advance with hydraclear -johnson & johnson - daily wear. Non-compliance: none known. Testing: need to retrieve from various ophthamologists. Spc: no prior eye problems; no diabetes, etc. Medications used to treat: gentamicin sulfate ophthalmic, zymar .3%, lot 40620, tobradex ointment, lot 05h19c, viroptic -trifluridine- 1%, lot 80954f, ciloxan .3%, lot 05c02g, vigamox .5%, lot 90968f. Thank you for providing me with a possible diagnosis and reason for all of the pain and discomfort I have been through.